Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioflex meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter began at 5:47am on (B)(6) 2015, when he obtained alleged inaccurately erratic blood glucose results of 31.2, 16.5, 19.0 and 17.0 mmol/l, performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs's recision criteria. The patient manages his diabetes with oral medication. He reported that he normally takes one tablet of glicada 60mg in the morning, one tablet xilofor 800mg in the afternoon, and one tablet xilofor 800mg around 10pm in the evening. He reported that after obtaining the alleged inaccurate results, he increased his medication and took one tablet of xilofor 800mg between 7 and 8am, after the usual glicada pill of 60mg at between 6 and 7am on (B)(6) 2015. He claimed that approximately 30 minutes after the start of the alleged issue, he developed symptoms of dizziness and disoriented, which continued for the whole day. He reported that the symptoms abated and he felt better when he woke up the following morning. At the time of troubleshooting, the csr noted that the patient&#38112;meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used blood from the same approved sample site and he had described the correct testing steps. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.